Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrs0034 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported after unpacking, it was found that there was a transparent floc at the tip of the needle, and it was replaced immediately without adverse effects. No other information was provided.